Event description:
It was reported that during remote monitoring, the health care professional (hcp) observed noisy signals and called technical services (ts) for further review of the presenting electrogram (egm) due to suspicion of oversensing. Ts reviewed the presented egm and confirmed that the noisy signals were oversensed and appeared to be electromagnetic interference (emi) in nature. No adverse patient effects were reported. This pacemaker remains in service.